Manufacturer narrative:
A visual evaluation found that the cutting wire was capable of deflecting past 90 degrees but did not orient properly when the handle was activated. Localized twists were present along the entire working length. During testing the handle was rotated at the bifurcation to untwist the working length and realign the cutting wire. The handle was again activated with the cutting wire orientating properly. Could not confirm customer complaint of the device not bowing properly

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure performed in 2005, (patient gender, age, and weight are unknown). According to the complainant, the cutting wire of the sphincterotome was too slack so the sphincterotome would not bow properly and the orientation of the tip of the canula was consequently unstable. No patient complications were reported as a result of this event.